Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 33mm valve, implanted approximately for eight (8) years and 11 months, underwent a valve-in-valve procedure due to thickened leaflets with malcoaptation, severe tricuspid regurgitation, and small paravalvular leak. The ttvr was successfully performed with a 29mm valve. The patient tolerated the procedure without complication. The patient was discharged on pod #1.